Event description:
Pt underwent an aortic arch surgical reconstruction. It was reported that post-operative drainage was performed for 3 weeks due to pleural effusion. The current pt status is unknown.